Manufacturer narrative:
The customer's device was not sent to physio-control for evaluation. There were no electronic patient records available. The reported complaint was unable to be verified. The root cause was unable to be determined. The device was scrapped by the customer.

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation therapy during intervention on a patient. This issue is patient related; however there was no adverse event reported.

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation therapy during intervention on a patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section d4 lot/serial no. Of this MDR indicates: (B)(6) section d4 lot/serial no. Of this MDR should indicate: (B)(6)

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted physio-control to report that their device failed to provide defibrillation therapy during intervention on a patient. This issue is patient related; however there was no adverse event reported.